Event description:
Prior to inserting cypher stent into the patient, the physician visually confirmed the stent to be flared. The target lesion was the distal right coronary artery (rca). The lesion was a de novo, slightly tortuous but not calcified. There was 75% stenosis. Prior to inserting cypher into the patient, the physician visually confirmed the stent to be flared. It was unknown which side of the stent became flared. The product was replaced with another cypher (same shape), and the procedure was successfully finished. There was no patient injury reported. The product was not clinically used. There was no reported damage to the packaging. The product was stored properly.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.